Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a procedure with a diamondback coronary orbital atherectomy device (oad), a dissection occurred. The target lesion was located in the proximal left anterior descending coronary (lad) artery was accessed via femoral access. The lesion was 30mm in length with 90% stenosis. After the third treatment pass with the oad, angiographic imaging was performed, and a type c dissection was observed. Two stents were placed, which reportedly resolved the dissection. Balloon angioplasty was also performed during the procedure. The patient was discharged home later during the day of the procedure.